Event description:
It was reported that the patient had an MRI procedure without being programmed for an MRI condition. During the last follow-up, the device was found in vvi backup mode. The device was restored and reprogrammed. There were no adverse health consequences, the patient was stable.